Manufacturer narrative:
The device was returned to the service center for evaluation. The scopes the elevator channel plug was found loose and leaking. The scopes image was checked and found flickering with no ultrasound image. There were three broken elements observed in the ultrasound image. An issue was found with water flow inlet. The control body was inspected and found the probe unit loose with corrosion and the forceps cover glue peeling. The scopes bending section glue was found cracked. There was corrosion noted on the scope, ultrasound and electrical connectors due to fluid invasion. The scopes camera switch (sw1-sw4) was not working. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, the scope failed leak testing on the machine. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the adhesive has peeled off due to damage of the distal end, likely caused by physical stress / external force being applied. Since the subject device was manufactured more than 5 years ago, it is possible the device was impacted by aging deterioration. A review of the instructions for use identified the following verbiage under "inspection of endoscope": "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities".